Event description:
This product was inserted under the mitral valve of left atrium, and the ablation was carried out. The ablation was completed without difficulty. Then the device in the left atrium would not release when removing. This product was able to removed, but it required an hour in order to remove the product. The customer thought as the cause of this event that it had possibility that a chordae tendineae in a gap between an electrode and shaft was pinching.